Event description:
It was reported that: failed manta closure. Manta was deployed per IFU and it was immediately noticed that the collogen was clearly exposed above the skin, with pulsatile bleeding noted. Post angiogram revealed a dissection flap at the access site, and the balloon was again deployed for 5 min. Post ballooning an angiogram was then done again revealing and acceptable closure result with timi 3 flow through the rt iliac/femoral vessel. Patient stable and transferred to the step-down unit. Follow up with attending physician revealed the patient did well, and was discharged the following day without issue.

Manufacturer narrative:
Qn#(B)(4). No product evaluation could be completed as the device was not returned for evaluation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting that the device met material, assembly, and performance specifications before shipment. Case details were reviewed. It was stated that manta was deployed per IFU and it was immediately noticed that the collagen was clearly exposed above the skin, with pulsatile bleeding noted. Surgical clamps were then utilized to remove the manta footplate that was visible within the tract, and manual pressure then re applied. It was then decided for replace the 4fr ipsilateral sheath with a 5fr brite tip sheath. A 7x20mm balloon was then advanced to the big bore rt femoral access site under fluoro and inflated to achieve hemostasis for 5 min. Hemostasis was failed to be achieved upon balloon deflation, and manual pressure was again applied to occlude the common femoral. It was then decided to attempt proglide placement(s) at the site. Proglide placement x 2 failed to achieve complete or acceptable hemostasis and an 8fr angioseal was then deployed at the site, achieving hemostasis. Post angiogram revealed a dissection flap at the access site, and the balloon was again deployed for 5 min. Post ballooning an angiogram was then done again revealing and acceptable closure result. The IFU states: manta deployment depth = flow stop measurement at skin + one (1) cm. The case details state the initial depth measurement 3cm's, deployment done at 4.5cm's. This likely caused tract deployment due to deployment at incorrect depth leading to an ineffective seal. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Procedure preparations as listed in the IFU state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. There appears to be no product quality issue with respect to manufact uring, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: failed manta closure. Manta was deployed per IFU and it was immediately noticed that the collogen was clearly exposed above the skin, with pulsatile bleeding noted. Post angiogram revealed a dissection flap at the access site, and the balloon was again deployed for 5 min. Post ballooning an angiogram was then done again revealing and acceptable closure result with timi 3 flow through the rt iliac/femoral vessel. Patient stable and transferred to the step-down unit. Follow up with attending physician revealed the patient did well, and was discharged the following day without issue.